Manufacturer narrative:
H10: the lot number for the two malfunctions were provided and lot history reviews were performed. Of the two malfunctions, one device was returned for evaluation; the investigation is unconfirmed for a missing component. The other device has not been returned for evaluation; therefore, the investigation is inconclusive for failure a missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1608062 implantable port allegedly experienced a missing component. This information was received from various sources. Of the two malfunctions, one involved a patient with no known impact to the patient and one did not involve a patient. Of the two malfunctions, one patient was a 61 year-old female; weight not provided.

Manufacturer narrative:
For one of the two reported malfunctions, the device has been returned to bd for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1608062 implantable port allegedly experienced a missing component. This information was received from various sources. Of the two malfunctions, one involved a patient with no known impact to the patient and one did not involve a patient. Of the two malfunctions, one patient was a (B)(6) year-old female; weight not provided.